Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer's blood glucose at the time of the incident was not reported. The customer stated that they had multiple failed battery test alarms leading to the blank display. Troubleshooting was provided, however the display remained blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the lcd screen remained blank. Device was drawing over one amp. Unable to perform the displacement, active current measurement, and self tests due to the blank display. After inserting the boards into another case and removing electrical board from electrical board, it appears that the problem seems to be isolated to electrical board since the current measurement was still the same.